Event description:
The affiliate initially reported that the 3.5 x 28mm cypher select stent could not cross the intended target lesion. The physician used another stent successfully. Upon receipt of the product it was noted that the proximal struts were uplifted. An investigation is ongoing.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The failure "struts uplift" was confirmed. Neither the DHR review nor the analysis suggests that the reported failure and strut uplift found during analysis are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the strut uplift found during failure analysis.

Manufacturer narrative:
One non-sterile cypher select plus (B)(4) 3.50 x 28 mm was received coiled inside a plastic bag. The stent is present, mounted at correct position. The sds was received in guide catheter, no damages were detected at sds. Blood was observed at sds. During dimensional analysis, crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. The stent was observed under microscope; proximal struts uplifted were detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The fpi crossing profile stent retention was reviewed and no anomalies were found. The clinical investigation is ongoing; therefore the final conclusion cannot be drawn at this time. A conclusion regarding potential root cause and contributing factors will be submitted on the final report. Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).